Manufacturer narrative:
Follow-up #1; date of submission: 11/14/2016. The device has been returned and evaluated by product analysis on 10/22/2016 with the following findings. A review of the black box showed multiple occlusion alarms with a high force. The rewind, load, and prime steps were performed successfully with no alarms. A force sensor calibration test was performed and detected the correct force. The pump was exercised for 24 hours and no occlusions occurred. (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.